Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a radial angiography procedure, the 150 cm. Emerald 3 mm j tef fixed core guidewire became kinked/bent. When the physician attempted to remove the guidewire through the non-cordis sheath, it began to unravel and formed a knot at the end of the sheath. The physician had to remove the guidewire and sheath together at the same time. The procedure was completed successfully. The patient experienced some soreness at the end of the procedure. There was no reported patient injury. Additional information received indicated that there was no damage noted to the patient's access site (besides the soreness reported) as a result of the reported product issue. There was no intervention necessary as a result of the reported product issue. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
As reported, during a radial angiography procedure, the 150 cm. Emerald fixed core guidewire became kinked/bent. When the physician attempted to remove the guidewire through the non-cordis sheath, it began to unravel and formed a knot at the end of the sheath. The physician had to remove the guidewire and sheath together at the same time. The procedure was completed successfully. The patient experienced some soreness at the end of the procedure. There was no reported patient injury. Additional information received indicated that there was no damage noted to the patient¿s access site (besides the soreness reported) as a result of the reported product issue. There was no intervention necessary as a result of the reported product issue. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for inspection. Per lake region medical, the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot was reviewed. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. According to the IFU, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.